Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. In addition, impedance values were fluctuating over time since 2009. Reportedly ossification was present within the cochlea, which likely led to physiological changes within the cochlea. This is a combined initial and final report.

Event description:
There was a gradual decline in hearing performance with the device which started around 1 year ago (ca. (B)(6) 2020). The user was re-implanted.